Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon ruptured at the second inflation, both inflations at 12atm within 30 seconds each. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected based on the available information.

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon ruptured at the second inflation, both inflations at 12atm within 30 seconds each. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.